Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one atlas gold pta dilatation catheter has been received in two segments for the evaluation. On the visual evaluation, the segment 1 consists of the inner guidewire lumen and the balloon. The balloon was noted to be inverted and still connected at the distal tip, marker bands are both present and the segment 2 consists of the remainder of the outer catheter shaft and y-body, partial guidewire lumen is exposed. Glue material is noted at the location of the proximal glue weld. No other specific anomalies were noted. No other functional testing was performed due to the condition of the device. Therefore the investigation for the reported balloon rupture remains inconclusive as no functional testing performed due to the condition of the device returned for evaluation. The investigation for the reported difficult to remove remains inconclusive as no functional testing performed due to the condition of the device returned for evaluation. The investigation for the identified detachment of device was confirmed as the device returned in two segments for the evaluation. A definitive root cause for the reported balloon rupture, difficult to remove and the identified detachment of device could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (device and method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that the sheath and the balloon were removed together. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. Reportedly, the sheath and the balloon were removed together. There was no reported patient injury.